Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered a bolus without user input. Review of the pump data logs by tandem technical support verified the customer manually entered and delivered the bolus intentionally. Customer's blood glucose (bg) decreased to 52 mg/dl. A banana was consumed to treat bg level. Additionally, the customer removed the pump to treat bg level.